Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with their implantable cardioverter defibrillator that undersensed chronic atrial fibrillation (af) and did not properly mode switch. Programming changes were made to address this issue. The issue was resolved. Patient had no adverse health effects.